Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, patient had approximately 500 ml blood loss. The patient became mildly hypotensive. Echocardiogram showed trivial pericardial effusion with no signs of tamponade. Patient given 500 ml fluid bolus twice and blood pressure improved after fluids. The patient¿s leads remain in use. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.